Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. [Uf medwatch (B)(4)].

Event description:
Terumo medical received an FDA medwatch with additional information on april 5, 2019. The event description states: after establishing access, the doctor was trying to feed the introducer into the sheath. The doctor was unable to advance due to the tip being broken. The broken item was removed from surgical field and a new sheath set opened to sterile field. The patient procedure was a atherosclerosis of native artery of both lower extremities with rest pain and tissue loss. Additional information was received april 24, 2019: there was no intervention required for the patient. It was not confirmed if the actual tip of the device broke off, or was actually damaged causing the issue with advancement

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update and to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.